Event description:
Healthcare professional reported via nbir a left side "rupture/deflation". Device has been explanted.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.